Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a malfunction code. Tandem technical support assisted the customer with clearing the malfunction code. The customer's blood glucose level was 75 mg/dl and was not related to the malfunction code, but related to to medication. The bg was treated by consuming sugar.